Event description:
On 02/26/2025, it was reported by a sales representative via (B)(4) that an ar-9597-20 reamer sleeve and ar-9676 reamer shaft are welded together. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9676 angled reamer drive shaft batch number: 022338 was received for investigation. Visual evaluation of the returned device noted wear and tear to the device with superficial scratches, discoloration and faded laser markings observed. It was further noted that the device was received separate from the mating device and the two devices were not welded or stuck together. Functional testing was performed by attempting to insert the returned device into the returned mating ar-9597-20 angled reamer sleeve and it was found the have resistance and be met with friction. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device. Refer to investigation photos. Complaint allegation is confirmed.